Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient stated he was implanted with this artificial urinary sphincter in 2000. The patient noticed a change in function. He was having issues with his stream and had to press the pump several times to be able to void. He went to the ER and was deactivated. Following deactivation, the patient was leaking, and a dimple could be felt in the pump. The patient was seeking another physician for future plans. No further patient complications were reported.